Event description:
While treating a patient (age & gender unknown) the device displayed an unspecified defib fault message. The clinician obtained another device to continue treating the patient. No adverse effect to the patient due to the reported malfunction.